Manufacturer narrative:
On 09/26/2016, the field service engineer (fse) found disconnected tubing in pinch valve pv22 that caused the leak. The tubing was replaced and the instrument ran without leaks. Sheath pressure errors were not observed. The repairs were verified per established procedures.

Event description:
The customer reported an uncontained cleaner leak of about 40 ml from the coulter lh500 hematology analyzer during startup. There were sheath pressure error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.